Event description:
It was reported that on (B)(6) 2024, a 29 mm navitor valve (serial: (B)(6)) was selected for implant using a large flexnav delivery system (serial: 10367040). The patient's aortic angle was 42°. The annular dimensions of the native valve were as follows: min 22/max 29/average 25.5. Pre-dilatation was performed with a 23 mm crystal balloon. During procedure, the valve descended to the ventricular position. Five recaptures were required and on the last attempt, it was noted that the valve presented distal deformity in which it did not expand on the side; in addition, after opening, ventricular fibrillation due to aortic insufficiency was observed. The physician is aware of the IFU warning against 5 recaptures. No damage was observed with the flexnav capsule. The valve was never released from the delivery cable and exchanged for a new 29 mm navitor valve (serial: (B)(6)); a new large flexnav delivery system (serial: (B)(6)) was also used. The depth of implant at 80% was 8 mm. There was enough calcium to allow anchoring of the device. All 3 tabs were successfully launched using two different views. The valve was not recaptures more than twice. However, after release, the second navitor migrated 15 mm to the ventricular side. No arteries were blocked. No entanglement with the delivery system was observed and no damage to the valve capsule was observed. Then, aortic paravalvular leak (pvl) was observed. The valve was attempted to be snared without success due to the degree of calcification. Finally, a 26 mm non-abbott valve was implanted within the navitor valve to control the pvl. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of material deformation and improper or incorrect procedure or method was reported. The valve was returned in a dehydrated state. Upon examination, no tears or perforations were observed in the cuffs or leaflet tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported material deformation could not be determined. The reported improper or incorrect procedure or method was due to user re-captured the device for 5 times. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: component code: 4755 part/component/sub-assembly term not applicable.

Manufacturer narrative:
An event of material deformation and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported material deformation could not be determined. The reported improper or incorrect procedure or method was due to user re-captured the device for 5 times. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.